Event description:
It was reported that a spectrum pump had failed downstream occlusion test during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.